Event description:
Synovial fluid culture positive [culture positive]. Felt like all the fluid was sucked out of the area (knee)/knees felt fluidy [feeling abnormal]. Swelling in both knees [joint swelling]. Pain in both knees/knees felt crunching, sore [arthralgia]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a (B)(6) female patient, initials (B)(6). The patient's medical history was significant for treatment with three synvisc injections with no problems in the past two years. On (B)(6) 2012, the patient initiated treatment with synvisc-one (hylan g-f 20) injection at a dose of 6 ml, once in both knees. The lot number of the synvisc one was not provided. The same day, the patient experienced pain and swelling in both knees. It was reported that she felt "like all the fluid was sucked out of the area" and the knees felt "crunching, sore and fluidy." No action was taken with synvisc one. The outcome for pain in both knees/knees felt crunching sore was not yet recovered and for all the other events outcome was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. Additional information was received on (B)(6) 2012, from a physician which upgraded the case to serious due to medically significant event of synovial fluid culture positive (anaerobic streptococcus). The patient's medical history had severe osteoarthritis for more than five years with prior effusion, joint narrowing, osteophytes. The patient received previous treatment with non-steroidal anti inflammatory drugs, steroids and viscosupplementation. On (B)(6) 2012, arthrocentesis was performed and a 20 ml exudate was collected from the right knee. Synovial fluid results showed no crystals, no micro-organisms and a moderate number of erythrocytes were detected. It was reported that there was no growth on the primary culture plates, however, there was an isolate (growth of anaerobic streptococcus) from the enrichment broth only. On unspecified dates, the patient recovered from 'felt like all the fluid was sucked out of the area (knee)/knees felt fluidy' and swelling in both knees and was not yet recovered for 'pain in both knees/knees felt crunching, sore.' It was reported that the patient continued to experience pain in the right knee (reported to be the worst knee). The outcome for synovial fluid culture positive (anaerobic streptococcus) and joint effusion was not provided. The intensity for swelling in both knees was mild and for the events of 'pain in both knees/knees felt crunching, sore' and 'felt like all the fluid was sucked out of the area' was moderate. The intensity for synovial fluid culture positive (anaerobic streptococcus) and joint effusion was not provided. The reporting physician assessed the relationship between synvisc-one and swelling in both knees, 'pain in both knee/knees felt crunching, sore' and 'felt like all the fluid was sucked out of the area' as remote unlikely and the relationship between synvisc-one and synovial fluid culture positive (anaerobic streptococcus) and joint effusion was not provided.

Manufacturer narrative:
Evaluation summary: additional information was received on (B)(4) 2012, in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.